Manufacturer narrative:
The reporter provided the following; since our conversation last month their facility concluded the event was due to a loading issues. Staar rep had performed an inservice for the newer surgical tech and the lens tears has decrease significantly. The cartridge was not returned, however, the lens was received and evaluated. Both the haptics and the optic were split and there was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
It was reported that the blue tip did not come out of the cartridge onto the tip of the lens injector and as the surgeon inserted the aa4203tl silicone single piece lens, the cartridge tore the lens. There was no patient injury. The reporter indicated there were loading issues and the cartridge was defective.